Manufacturer narrative:
Additional information: section d-9: device available for evaluation: yes section d-9: device date returned to manufacturer: 08-apr-2024 section h-3: device evaluated by manufacturer: yes device evaluation: the lens was received in an alcon lens case. The lens was visually inspected under magnification revealing that the lens was cut in half and coated in viscoelastic residue. The lens was cleaned and inspected, and no issues that could cause or contribute to the compliant issues were observed. Complaint issues "blurry vision", "glare", "visual disturbance - starburst", and "explant" were not identified during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction was identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section a-5 patient ethnicity: unknown/asked information unavailable. Section h3-81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported the dfw150 model intraocular lens (iol) was implanted into the patient¿s ocular sinister (left eye). Due to patient complaints of glare, hazy vision, and starburst at night, the iol was explanted in a secondary surgical procedure. The explanted iol was replaced with a non-johnson & johnson lens. During the lens exchange procedure, there was no incision enlargement, no serious patient injury, no suture(s), and no vitrectomy. Patient outcome post-procedure/lens exchange was reported as doing well as of day 1 post-op. No further information is available.